Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: ''(B)(6) 201'', 694265 lead, implanted: (B)(6) 2003, 6936-58 lead, implanted: (B)(6) 1994, 6966110 lead: 6963 lead, implanted: (B)(6) 1993, 6836 bsx adaptor, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.